Event description:
It was reported to vyaire medical that the avea ventilator had black screen after start up. No display - blank uim (user interface module). Furthermore, there was no patient involvement reported with this event.

Manufacturer narrative:
"Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and replaced the defective uim (user interface module) with a new one. Touch screen calibration was performed and the broken plastic corner cover was also replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."